Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the filter did not fully deploy. The patient is now undergoing surgery to remove all of the filter and/or pieces." .

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The complete product was returned; the filter was still loaded to the femoral introducer by the primary filter legs and was sticking inside the sheath 2-3mm from the distal tip. The secondary filter legs bent upwards, probably because attempts had been made to remove the non-released preexpanded filter from the patient by withdrawing it into the sheath. A detailed investigation found the femoral introducer sticking inside the sheath due to a sub component of the introducer being slightly out of specifications and preventing a smooth advancement of filter and introducer through the sheath and consequently impede the intended filter release and proper placement. Based on these findings the appropriate personnel have been notified and internal actions have been taken accordingly. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.